Event description:
It was reported that their st holsters rear rotation knob is stripped and they are not able to turn the probe. There was no patient consequence reported. The case was completed using the front thumbwheel.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.